Event description:
The customer reported the device alarmed blower temperature high. No patient involvement / harm.

Manufacturer narrative:
The blower assembly, motor controller (mc) pcba and the fan assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly and motor controller (mc) pcba.